Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette not attached error or downstream occlusion damaged. The event occurred during testing.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D4 model number updated. D9 date returned to manufacturer: 4/8/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was put through a cassette test and downstream occlusion (dso) test, and the cause of the customer reported problem was the damaged dso sensor and seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and dso bezel, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.